Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was found to be therapy off. Upon review, it was determined that the therapy was turned off some years ago due to possible inappropriate electric shock. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.